Event description:
Indication for procedure: infection. Procedure: this was a left-sided pacemaker lead removal procedure conducted in the operating room. Md used the lld to attach to the distal tips of the 4 leads, lasing with a 16f sls. (2 leads implanted in 2001 & 2 implanted in 1981). The 2 newer leads of the 4 were extracted with no difficulty. While trying to remove the 2 older leads the md noted a slight drop in the patient's bp. Fluoroscopy was checked and it was noted the patient's left lung was not expanding. The CT surgeon was called and placed a chest tube in the patient's lung to successfully re-expand. The patient's vitals stabilized. Md made the decision to cap and abandon the 2 older leads. Analysis: there were no devices returned for analysis. No product-related complaints associated with this event reported by the physician. Patient outcomes: the patient reportedly recovered and was discharged home several days post-operative.

Manufacturer narrative:
Manufacturer dates for all devices: unknown.